Event description:
It was reported the system display went blank at the beginning of the procedure. The doctor chose to remove the probe from the pt's breast before initializing. The system then produced an error l4-003. The case was stopped. There was no pt consequence.